Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed multiple noise reversion episodes stored on the pacemaker due to noise and myopotential oversensing. No intervention was performed. There were no patient consequences and would continue to be monitored.